Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: analysis found the lead body clogged with dried body fluid which caused the helix to be stuck. After cleaning, normal lead impedance measurements were taken. No other anomalies found.

Event description:
It was reported that the lead exhibited high impedance. This lead was not implanted.